Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had pain at the implant region. After the area was evaluated an infection of the implant region and extrusion of the stimulator coil was found. The device was explanted, with the active electrode array being left in the cochlea for later re-implantation.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection at the implant site leading to an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Furthermore, there was no allegation against the device. No information available points to the implant being the source of the infection. In addition, an incomplete active electrode insertion due to unexpected ossification was observed at implantation, resulting in four extra-cochlear channels. This is a final report.

Event description:
It was reported that the user had pain at the implant region. After the area was evaluated an infection of the implant region and extrusion of the stimulator coil was found. The device was then explanted, with the active electrode array being left in the cochlea for later re-implantation. The implant housing was found firmly fixed. It was stated in the device explant report that the device or a malfunction of it did not cause or contribute to the explantation. Currently the user is doing well with the concerned incision being completely healed.